Event description:
This device was received with MDR ID # 2134265-2015-03181 with no reported issues. The investigation revealed a pinhole in the sheath at 93cm from distal tip end of the catheter.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed that there is a hole in the sheath at 93cm from the distal tip end of the catheter. Fluid was leaking from the open hole at the sheath assembly when the catheter was flushed and imaging core looks bent in the section where the hole is located. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).